Event description:
It was reported that, "small plastic fragment was stuck inside trial head. It caused us to get a false reading on head length. Once we tried real head it was obvious the length was wrong. We retrialed and used the correct length."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.